Event description:
This pt had a medical intervention for pain and bleeding. The dr went in with an osteotome and removed the "lip" from the tibial insert. The exact catalog number of the insert the pt received during revision surgery in 2000 is not known; however it was an lcs-ps implant and it remains implanted. The event date is in 2000 and the knee involved is the left knee.